Event description:
A report was received that the patient had loss of stimulation. The patient underwent a revision procedure wherein the paddle lead was replaced as the lead was completely frayed and broken. The lead wires were also exposed at both ends. The patient was doing well postoperatively.

Event description:
A report was received that the patient had loss of stimulation. The patient underwent a revision procedure wherein the paddle lead was replaced as the lead was completely frayed and broken. The lead wires were also exposed at both ends. The patient was doing well postoperatively.

Manufacturer narrative:
The complaint of stimulation loss was confirmed. Visual inspection revealed electrode #8r was completely dislodged. Also, all cables were severed approximately 2 inches from the paddle end. The fracture of the cables appears to be the result of fatigue/mechanical stress. It is unknown what additional movement/trauma acted on the cables to pull them apart. The severed cables are the cause of stimulation loss.